Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, the stent was found fractured. The target lesion was located in the subclavian artery. This 8x60x75 innova stent delivery system was deployed; however, after a "control" they saw that the stent was broken/fractured in the middle. T was noted that this was a type iii stent fracture. No patient complication were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.